Manufacturer narrative:
Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and a leak was found on the device. The probable root cause is due to a solvent application error during manufacturing.

Event description:
It was reported that leakage occurred at the bottom of the spike. Reporter stated the event took place at the hospital during pre-testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.